Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) experienced a helium leak and going through 2 tanks every two days. No patient was involved.

Manufacturer narrative:
Updated fields: b4,d9, g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions), h11 , e3. Corrected field : b5x. A getinge field service engineer (fse) initially inspected the unit but was unable to locate the source of the helium leak at that time. Additional parts and specialized tools were required; therefore, a loaner unit was provided to the customer, and a return service visit was scheduled. The fse re investigated the unit and was able to find the main source of leak. The fse replaced the helium multiple tubing assembly from the high pressure regulator to the quick connect fitting(f) and to coupler to the helium gauge. Additionally, the fse replaced the helium tubing assembly , replaced quick connect fitting(f) and the high pressure helium regulator. Using a helium leak detector, the fse identified multiple leaks at fittings associated with the initial dual line tubing and at the helium line union fitting connected to the helium reservoir assembly. The helium multiple tubing assembly was replaced again, and the union fitting was properly reseated. All fittings were retested using the helium detector, and all leaks were successfully resolved. The unit passed multiple leak tests, as well as functional testing, without further issues. Safety, calibration, and functionality checks were completed and verified to meet factory specifications. The failure analysis and testing dept. Received the following parts associated with this complaint: parts were received with a reported failure of a helium leak. The fat performed a visual inspection and found the parts to be in good condition. The fat installed the parts individually in cardiosave test fixture serial number (B)(6) and tested the parts to factory specifications per the cardiosave service manual revision r. No failure confirmed on any part. Retaining the parts in the failure analysis and testing department per procedure.

Manufacturer narrative:
Due to characterization limit e1 event site name: hca-memorial health meadows hospital a supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic ballon pump(iabp) had helium leak issue during routine check by customer. There was no patient involved.